Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
An olm intracranial pressure monitoring kit (1104 b or 1104 bt) was reported to have a problem which was described as follows; "5 days after the insertion the value indicated was 80 mm hg. This value did not change when unscrewing the locking screw of the bolt. The customer decided to take off the probe and insert one from codmann. The codmann probe indicated a value of 20 mm hg." On (B)(4) 2012 add'l info was received. "Product in contact with pt, no pt injury or death alleged, the event did not lead to an increase of surgery time. Product was thrown." The initial report indicated that the unit involved was either the 1104 b or 1104 bt. Following a search and based on the last two lots that were sent to the facility, it was determined that the product involved was the 1104b.